Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01515 & 3002806535-2016-00226). Product location unknown.

Event description:
Patient underwent a left hip revision procedure approximately six months post-implantation due to multiple dislocations after a fall. The head and liner were removed and replaced. The surgeon stated the patient was non-compliant and had addiction issues.